Event description:
It was reported to philips that the system's x-ray computer was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the x-ray pc was unable to boot up. Review of the logfile shows the x-ray computer was unable to boot, malfunctioning connection to the x-ray pc. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the message ¿xray acquisition not available¿ appeared, and the system did not start and requested onsite service. The philips field service engineer (fse) checked the system onsite and found that x-ray pc failed to start up properly. To resolve the issue, the fse manually powered it off and discharged any residual power before turning it back on and as a precautionary measure, the fse reinstalled the operating system and all necessary applications on the x-ray pc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.